Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted a tack was protruding from the tip of the shaft. A functional evaluation could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left inguinal hernia repair, the tacker misfired multiple times and many of the tacks had to be removed from the abdominal wall as they did not penetrate the tissue correctly to secure the mesh. The handle made a loud grinding sound and the trigger was hard to squeeze as the surgeon was firing the tacks. They used another device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. A visual and photographic inspection of the returned product noted no abnormalities. One partially applied 8dpt device loading unit (dlu) with proper timing was received preloaded with a tack protruding. No scratches were noted on the inner tube of the dlu. The articulation knob functioned properly. The loading unit was unloaded from the device and then properly loaded for functional testing. The instrument was applied to the appropriate test media. The handle was actuated and the remaining seven tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu) indicated by the arrows on the loading unit and instrument not being properly lined up. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.